Manufacturer narrative:
The t:slim g4 pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose level of 250 mg/dl. The customer took boluses via the pump and stated they would manually inject insulin. During a system check with tandem technical support (cts), it was identified that the cartridge and insulin had been in use for nearly 72 hours. Cts educated the customer on the cartridge and insulin labeling. The customer stated they would change out supplies and resume insulin delivery.